Event description:
It was noted by the nurse that there was no reported trauma or manipulation of the device. No further relevant information has been received to date.

Event description:
Patient presented with low impedance. The patient's mother does not feel that the patient is having any pain and her seizures have not especially worsened. X-rays were taken but have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.